Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their implantable cardioverter defibrillator (ICD). Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patient's right atrial (ra) lead was undersensing on stored egm's during atrial arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.